Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced an adhesive malfunction on (B)(6) 2026 after the infusion set was accidentally pulled out. No further information is available.